Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. Despite multiple attempts, no further information was provided. Respiratory failure and death are listed as adverse events that may be listed as adverse events that may be associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 11 months 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2019 due to respiratory arrest. No further details were provided.